Event description:
The patient received a skin burn during an electrotherapy treatment. The burn area was 1cm square in size. The patient was being treated with the interferential waveform for chronic back pain. After the treatment a skin burn was noted in the treatment area. The clinician described the burn as very minimal, and treated the burn with ointment and a bandage. The following day the patient reported that the skin burn had disappeared. The supervisor stated she does not feel it is our unit but rather, user error. She believes the frequency was too high and the burn so minimal, she would not have reported it. The patient's treatment progress was not impeded.

Manufacturer narrative:
The device has been received and is currently under evaluation. The device evaluation and any additional findings will be provided upon conclusion of the device evaluation.